Manufacturer narrative:
The device was evaluated at the user facility by an olympus field service engineer (fse) during preventative maintenance. The fse found that the image was noisy and the subject could not be recognized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer (fse) reported on behalf of a customer that the hd autoclavable camera head had a noisy image. The issue was found during maintenance and there was no procedural involvement. There were no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The suspect device has been returned to olympus for evaluation and the olympus service center could not replicate the issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.